Event description:
Patient stated that the needle button is popping out, and the indicated date is the one he remembers as the last time. The patient stated that sometimes it has happened because there has been some clothing interference because he was wearing the v-go very low closer to the trouser line but in others he did not see any reason. The patient avoids muscle, bones and folded skin and is using the v-go on his abdomen.